Event description:
It was reported that the right atrial (ra) lead exhibited noise. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A proximal portion of the lead was received measuring 12.5 cm. A distal portion of the lead was received measuring 39.5 cm. Primary analysis revealed that the outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo. Additionally, the proximal conductor of the lead became extrinsically fractured due to a cut and the distal conductor of the lead became extrinsically fractured due to a cut. Products: 694965 implantable tachy lead implanted: 2006 (B)(6). (B)(4).